Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 2x daily. The patient manages his diabetes with metformin pills (1000 mg 2x daily) and lantus insulin (25 units).the alleged issue began on (B)(6) 2012 at 8pm. The patient reported a blood glucose result of "157 mg/dl" with the subject meter. About 940pm, the patient administered self his usual dose of lantus insulin and went to bed for the evening. A few hours later, the patient woke up feeling cold, clammy and shaky. The patient ate a peppermint candy and a banana as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate result on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and control solution involved with this complaint have been returned. The meter was evaluated by lifescan product analysis on march 22, 2012 with the following findings: the meter has passed testing with no faults found. Product analysis testing was not required on the control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.